Event description:
Taken urgently to o.r. For hemorrhage control status post fall. Arrow two lumen venous catheter was placed in the left femoral for admin of rapid fluids (blood products). Procedure progressed and the pt was being prepared for transfer to ICU. They suddenly went into full cardiopulmonary collapse. Aggressive acls protocol was initiated. This was unsuccessful. The cause of death was suspected massive pulmonary venous air embolism due to intravenous route on the preliminary, verbal medical examiner's report.